Manufacturer narrative:
This event was originally reported under MFR. Report # 2916596-2017-03192. This report is being submitted as additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted on (B)(6) 2017 due to suspected pump thrombosis and renal infarcts. The patient had amplatzer plugs placed in the inflow and outflow cannulas. The patient was weaned off inotropes and discharged home. It was reported that on (B)(6) 2019, the device was explanted due to suspected thrombus but it was later clarified that the pump was turned off and left implanted in the patient. The patient was no eligible for exchange or transplant. On (B)(6) 2019, the patient further decompensated and required the previous pump to be explanted and a new pump was implanted. No further information was provided.

Event description:
It was reported the patient was admitted on (B)(6) 2017 due to suspected pump thrombosis and renal infarcts. The patient had amplatzer plugs placed in the inflow and outflow cannulas. The patient was weaned off inotropes and discharged home. It was reported that on (B)(6) 2017, the device was explanted due to suspected thrombus but it was later clarified that the pump was turned off and left implanted in the patient. The patient was no eligible for exchange or transplant. On (B)(6) 2019, the patient further decompensated and required the previous pump to be explanted and a new pump was implanted. No further information was provided.

Manufacturer narrative:
Section b5: correction (B)(6) 2019 corrected to (B)(6) 2017). Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of (B)(4). The evaluation of the returned device did not confirm the presence of any developed or adhered depositions or thrombus formations. Moreover, a direct correlation between the device and the reported renal infarcts could not be determined through this evaluation. It was reported that the patient was hospitalized on (B)(6) 2017 due to suspected pump thrombosis and was found to have renal infarcts. Pump support was ultimately discontinued, and amplatzer plugs were placed in the inflow and outflow conduits. The patient was discharged home with (B)(4) still implanted. The device was ultimately explanted almost two years later on (B)(6) 2019. (B)(4) was returned with both the sealed inflow conduit and the sealed outflow conduit. The inlet elbow was attached to the pump's inlet port. The inlet conduit flex section was severed medially with the proximal half attached to the inlet tube and the distal half attached to the inlet elbow. The sealed outflow graft conduit was attached to the pump's outlet port. The outflow graft was returned with approximately 3 inches of graft material, which was ligated with staples at its distal end. Of note, an amplatzer vascular plug was observed occluding the distal side of the graft attachment. Upon disassembly of the returned device, the presence of coagulated blood was observed within the inflow conduit components and within the outflow graft attachment, outlet elbow, and pump body. The inlet tube was occluded with dark red coagulated blood mixed with beige coagulated blood; however, the remaining formations of coagulated blood within the device appeared to be a uniform beige color. All of the observed formations of coagulated blood were soft, showed no evidence of laminated layering, were not adhered to the blood-contacting surfaces, and appeared to extend through multiple components of the device as long continuous formations, suggesting that they were not present while the pump was supporting the patient. Moreover, the tissue-like coagulated blood within the pump body showed no evidence of denaturation while no concentric contact marks were observed on the outlet portion of the rotor or the outlet bearing cup, suggesting that the tissue in that location was not present while the pump was supporting the patient. The formations of coagulated blood appeared consistent with blood remaining stagnant in the device for a long period of time, which is consistent with the report that the pump was turned off and left implanted until it was explanted almost two years later. Following removal of the formations of coagulated blood, examination of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of (B)(4) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.